Manufacturer narrative:
A ge rep evaluated the system and repaired the high voltage cable and filed down a rough edge on an access port which had cut the cable. This event was not an accidental radiation occurrence. The collimator iris error would prevent the emission of x-rays until cleared. The system operates as intended.

Event description:
The customer reported the system displayed a collimator iris error. No pt injury was reported.